Manufacturer narrative:
The subject device has not been returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. Statements from instructions for use packet include, "carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. To lock the needle in the out position, gently press the proximal luer until it meets the handle's luer, and then slowly twist the proximal luer clockwise until the two luers are fully engaged." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their articulator injection needle failed to deploy resulting in a procedure postponement. No report of injury.